Event description:
It was reported that the balloon split leading to detachment of balloon material. Vascular access was obtained via the femoral artery. The target lesion was located in a fistula. During a fistuloplasty, a 9.0 x 40, 40cm mustang¿ balloon catheter was inflated past the rated burst pressure (rbp) and the balloon split. Part of the balloon material was detached and remained inside the patient. The patient was admitted.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).